Event description:
During a peg tube placement , the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported [that] dr. Kim inserted [the] peg into the patient and hospitalized him. However, the tube of peg fell out within 24 hours. Bell was separated from the tube in the stomach. They inserted a new peg. A section of the device did not remain inside the patient¿s body. The detached portion of the balloon was retrieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets - pull are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.